Event description:
Customer reported hospitalization due to high blood glucose reading and diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was over 600 mg/dl. Customer reported symptoms of vomiting, confusion, and dehydration prior to the hospitalization. Customer was treated with insulin drips. Customer's current blood glucose reading is 201 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.